Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition .

Event description:
It was reported that the patient underwent a surgery to remove the nail. Allegedly, the compression screw in the nail was defective which made it impossible to screw the extractor onto the nail to extract the nail correctly. The surgeon made two additional incisions at the tibia that were not planned to remove the nail. This resulted in the surgery lasting for 3 hours instead of 45 minutes. It also resulted in 3 months of convalescence instead of 2 weeks.